Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further investigation will not be required as the device has not been returned.

Event description:
Related manufacturer reference number: 2017865-2021-02136. It was reported that the patient presented in the emergency room with the implantable cardioverter defibrillator vibrating. Upon review, the right ventricular lead exhibited low defibrillation impedance and the patient had received a high voltage shock for an unspecified reason. No intervention was performed. The patient was in stable condition.